Event description:
(B)(6) are investigating the death of a man. The police have identified high cocr levels and requested further information regarding the device and to confirm if the high cocr levels in the pt could be associated with the device and could this be a possible cause of death.

Manufacturer narrative:
The following other hip devices were also listed in this report: pca ace/insert 32 mm fits 46/49, cat# 6285-5-469, lot# tearay. Pca ace/low profile shell 49mm, cat# 6289-5-049, lot# rswba. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An evaluation of the reported device(s) cannot be performed as the device(s) was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.